Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many sutures broke during surgery?: 2 suture foils broke during surgery. Was there any adverse consequence associated with the patient?: no adverse events occurred. Did the event occur during one or multiple patient procedures? Only in one procedure. What is the total number of procedures? Only in one procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-09200. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and suture was used. The suture broke during surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that two empty opened foils, two paper lids and two winding formers with a detached needle reparked that pertains to product code vp2519 were returned for analysis. Upon visual assessment of the suture, it was observed that the strand has begun with a degradation process caused by exposure to the environment. Per the sample condition, the functional test cannot be performed. The foils were visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. This condition contributes to the sutures breaking. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Related events captured via 2210968-2022-09199 and 2210968-2022-09200.